Manufacturer narrative:
There were no damages or defects on the device that would create a failure to deliver insulin. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The formed needle was observed not to be fully retracted. Score marks were found on the underside of the top housing. This indicates a misalignment, resulting in interference between the linkage assembly and top housing. This misalignment did not disrupt the fluid path, cause a leak or damages soft cannula, or affect insulin delivery.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod for more than 48 hours on the back. Patient stated that they will change the pod. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: 2:11 pm, bg(mg/dl): 335, bolus(u): 4.5 units, cho(g): units no carbs; time: 12:11 pm, bg (mg/dl): 335, bolus(u): 4.5 units, cho(g): 48 grams of carbs.